Event description:
Gelfoam was used in 4 patients who underwent spinal surgery. This report refers to patient #3 (no case was created for patient #4 as they did not use gelfoam as manufactured by pfizer). A patient (age unk), with a medical history of hypertension and hyperglycemia. Underwent lumbar disc surgery in 2000. Gelfoam (gelatin) (formulation not provided), was used during the course of the surgery. Shortly after their surgery they were diagnosed with a serious and life threatening infection (site not specified). The outcome of the event was not provided. Gelfoam was the subject of class I recall by the FDA recall was prompted by the findng that certain batches of gelfoam contained aluminum fragments.